Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported atrioesophageal fistula may have been procedure related. Per the IFU, fistula is a known risk during the use of this device.

Event description:
Following an atrial fibrillation ablation procedure, the patient developed an atrioesophageal fistula and subsequently expired. The ablation procedure performed on (B)(6) 2016 was completed with no issues. On (B)(6) 2016, the patient presented to the emergency room with hemiplegia and fever. The following day, the patient developed hematemesis and asystole, for which he was successfully resuscitated. A gastroscopy revealed an atrioesophageal fistula and an esophageal prosthesis was inserted. A scan was performed to confirm the fistula; however, brain death occurred before surgery could be performed. There were no performance issues with any sjm device during the ablation procedure.